Event description:
The customer reported that the system appeared to continue to expose upon the release of the exposure switch, exhibited an error and would not reboot. The field engineer evaluated the system and determined that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and reseated ps1 power supply connectors and fuses f9 and f12 on power signal interface pcb. Power supple voltage was returned to spec. The system was tested and found to be working as intended and returned to service.